Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was running normally when it spontaneously shut down. The ups went down which caused the cns to lose power. However, even after restoring good ac power, the cns still would not start and would not turn on. They have tried multiple power sources, new power cable, and turned the toggle switch off / on. The unit will not turn on. Nihon kohden technical support (ts) assisted with putting a spare unit in its place. No patient harm was reported.

Manufacturer narrative:
.